Event description:
Per the healthcare provider, the pt healed well and is doing well with the new device. A sterilzation investigation report indicated that this implant underwent approved sterilization and clean room processes at the MFR. This is a final report.